Manufacturer narrative:
(B)(4)device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during preparation the catheter broke. The icross coronary catheter was taken out of the package and being prepped. The distal portion of the catheter sheath broke in to 4 pieces about 1 inch in length. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the distal tip assembly was broken off when received. The unit was received into three pieces the distal tip end was 3.0cm long, the middle one is 1.0cm long and the rest is 161.8cm long. There is some portion, approximately 4.0cm long, of the broken imaging window missing when received. The broken distal tip appeared brittle. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during visual or functional analysis of the returned device. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle fracture site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
It was reported that during preparation the catheter broke. The icross coronary catheter was taken out of the package and being prepped. The distal portion of the catheter sheath broke in to 4 pieces about 1 inch in length. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.